Event description:
It was reported that the customer experienced consistently high blood glucose levels displayed as "high"; although specific value was not provided. Reportedly, the insulin was exposed to extreme temperatures. Tandem technical support educated the customer on insulin labeling. The customer confirmed that the elevated levels were accurate but not due to any malfunction. The customer took several actions to address the issue, including changing the infusion site and cartridge and administering correction boluses with the pump. Additional steps included providing new infusion sets, offering hyperglycemia management tips, and recommending close monitoring of blood glucose levels. There was no additional adverse impact reported to the customer¿s health, and further technical assistance was not needed.